Manufacturer narrative:
(B)(4). We are currently attempting to obtain the complaint icon CPAP humidifier from the healthcare facility for evaluation, to determine if it had a malfunction which might have caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that an icon CPAP humidifier had a damaged power cord. No patient consequence was reported.

Manufacturer narrative:
The incorrect serial number ((B)(4)) was provided to fph when the initial report was sent. This final report has the correct serial number ((B)(4)). - literature was incorrectly ticked as a report source in the initial report and has been un-ticked. Ps235584 method: the complaint icon CPAP humidifier was returned to fph in (B)(4) where it was visually inspected. Results: visual inspection revealed that the power cord was twisted and nearly detached from the icon CPAP unit. The device's hour meter read 8,612 hours, indicating it had been used for approximately 1,077 days (almost 3 years). Conclusion: the nature of the damage observed on the power cord suggests that it was subjected to an external twisting force. During initial assembly of the icon CPAP, all power cords are visually inspected for damage. Once the assembly process is completed, all icon CPAP devices are visually inspected again before release for distribution. This suggests the damage occurred after it had been distributed. The icon CPAP is designed to the electrical safety standards ,ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon state the following: - only operate if the device, power cord and plug are dry and in good working order. - do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that an icon CPAP humidifier had a damaged power cord. No patient consequence was reported.